Event description:
T2 would not deploy, after t1 had already deployed. A partial menisectomy was performed as additional damage was done to the meniscus when removing t1. The patient was noted to be okay at this time. No other patient details are available. Procedure details such as the portal approach, which area of the meniscus was being repaired, and what type of meniscal repair was being performed, are not available.

Manufacturer narrative:
One implant was received with no suture; it was detached from the delivery needle, and it could not be determined which implant (t1/t2) was returned. The implant was placed into the needle, and was able to be deployed. The needle assembly was noted to be bent. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the case, the device would not deploy. The doctor had to remove the meniscus because the fast fix did not deploy. The device did break off in the patient, but was removed with graspers.